Event description:
On (B)(6), 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that on the late evening of (B)(6), 2009 she tested with the subject meter and obtained a message of "low glucose below 20 mg/dl." She immediately retested and obtained a result of "198 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. It is not known what action, if any, the pt took regarding her diabetes management as a result of the alleged erratic results. The pt reported that one week prior to contacting lfs (date not specified), she had obtained the same message of "low glucose" with the subject meter. In response to the message, the pt claimed she drank orange juice. A couple of hours later she retested with the subject meter and obtained a result of "344 mg/dl." The pt denied developing symptoms as a result of the alleged inaccuracy. There is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, not did she receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.